Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain, even when not menstruating/pain") and hyperthyroidism ("auto-immune disorder: subclinical hyperthyoidism") in a 34-year-old female patient who had essure (batch no. 624842) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent essure confirmation test" and medical device monitoring error "nova sure ablation performed with essure insertion". The patient's past medical history included migraine headache. Previously administered products included for migraine: rizatriptan. Concurrent conditions included anxiety, depression, irritable bowel syndrome, dysfunctional uterine bleeding, menometrorrhagia, fibroids and endometriosis externa. Concomitant products included omeprazole, salbutamol (albuterol) and venlafaxine. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe menstrual pain/dysmenorrhea (cramping)"), menorrhagia ("abnormally heavy menstrual bleeding/ prolonged menstrual bleeding/menorrhagia"), dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"), rash ("rashes/rashes or skin conditions type"), alopecia ("hair loss/hair loss"), fatigue ("chronic fatigue/fatigue") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In 2009, the patient experienced migraine ("a worsening of her migraine headaches/migraines / headaches"). In (B)(6) 2009, the patient experienced anxiety ("anxiety") and migraine with aura ("ocular migraines"). In (B)(6) 2012, the patient experienced hypothyroidism ("subclinical hypothyroidism"). In 2012, the patient experienced hyperthyroidism (seriousness criterion medically significant). In (B)(6) 2014, the patient experienced adenomyosis ("adenomyosis"). On an unknown date, the patient experienced abdominal pain lower ("severe lower abdominal pain/severe abdominal cramping, even when not menstruating/cramping"), dysgeusia ("metallic taste in mouth"), abdominal distension ("severe bloating"), pruritus ("itching on/of her inner thighs and elbows"), abdominal pain ("abdominal pain"), back pain ("lower back pain") and eczema ("eczema"). The patient was treated with surgery (total hysterectomy, bilateral salpingectomy,oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain lower, dyspareunia, alopecia, fatigue and vaginal haemorrhage had resolved, the hyperthyroidism, abdominal pain, back pain and eczema outcome was unknown and the dysmenorrhoea, menorrhagia, dysgeusia, abdominal distension, migraine, anxiety, rash, pruritus, migraine with aura, hypothyroidism and adenomyosis was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, adenomyosis, alopecia, anxiety, back pain, dysgeusia, dysmenorrhoea, dyspareunia, eczema, fatigue, hyperthyroidism, hypothyroidism, menorrhagia, migraine, migraine with aura, pelvic pain, pruritus, rash and vaginal haemorrhage to be related to essure. The reporter commented: despite treatment, patient's symptoms did not improve and, as a result, in dec-2016, patient met with doctor to discuss various treatment options, including the possibility of having surgery to remove the essure micro-inserts. On (B)(6) 2016, patient underwent a total hysterectomy and bilateral salpingectomy, during which her uterus, cervix, and both fallopian tubes were all removed. Since her removal surgery, patient's symptoms had mostly resolved, though some remain. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records dysmenorrhea, pelvic pain, adenomyosis. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records nova sure ablation performed concomitantly with essure insertion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-aug-2018: pfs received, events: eczema was added. Historical condition, historical drug were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain, even when not menstruating/pain") and hyperthyroidism ("auto-immune disorder: subclinical hyperthyoidism") in a 34-year-old female patient who had essure (batch no. 624842) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent essure confirmation test" and medical device monitoring error "nova sure ablation performed with essure insertion". The patient's concurrent conditions included anxiety, depression, irritable bowel syndrome, dysfunctional uterine bleeding, menometrorrhagia, fibroids and endometriosis externa. Concomitant products included omeprazole, salbutamol (albuterol) and venlafaxine. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe menstrual pain/dysmenorrhea (cramping)"), menorrhagia ("abnormally heavy menstrual bleeding/ prolonged menstrual bleeding/menorrhagia"), dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"), rash ("rashes/rashes or skin conditions type"), alopecia ("hair loss/hair loss"), fatigue ("chronic fatigue/fatigue") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In 2009, the patient experienced migraine ("a worsening of her migraine headaches/migraines / headaches"). In (B)(6) 2009, the patient experienced anxiety ("anxiety") and migraine with aura ("ocular migraines"). In (B)(6) 2012, the patient experienced hypothyroidism ("subclinical hypothyroidism"). In 2012, the patient experienced hyperthyroidism (seriousness criterion medically significant). In (B)(6) 2014, the patient experienced adenomyosis ("adenomyosis"). On an unknown date, the patient experienced abdominal pain lower ("severe lower abdominal pain/severe abdominal cramping, even when not menstruating/cramping"), dysgeusia ("metallic taste in mouth"), abdominal distension ("severe bloating"), pruritus ("itching on/of her inner thighs and elbows"), abdominal pain ("abdominal pain") and back pain ("lower back pain"). The patient was treated with surgery (total hysterectomy, bilateral salpingectomy, oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain lower, dyspareunia, alopecia and fatigue had resolved, the hyperthyroidism, vaginal haemorrhage, abdominal pain and back pain outcome was unknown and the dysmenorrhoea, menorrhagia, dysgeusia, abdominal distension, migraine, anxiety, rash, pruritus, migraine with aura, hypothyroidism and adenomyosis was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, adenomyosis, alopecia, anxiety, back pain, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, hyperthyroidism, hypothyroidism, menorrhagia, migraine, migraine with aura, pelvic pain, pruritus, rash and vaginal haemorrhage to be related to essure. The reporter commented: despite treatment, patient's symptoms did not improve and, as a result, in (B)(6) 2016, patient met with doctor to discuss various treatment options, including the possibility of having surgery to remove the essure micro-inserts. On (B)(6) 2016, patient underwent a total hysterectomy and bilateral salpingectomy, during which her uterus, cervix, and both fallopian tubes were all removed. Since her removal surgery, patient's symptoms had mostly resolved, though some remain. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records dysmenorrhea, pelvic pain, adenomyosis. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records nova sure ablation performed concomitantly with essure insertion. Most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet received. Events per pfs: abnormal vaginal bleeding, auto-immune disorder: subclinical hyperthyroidism, headache, abdominal pain, back pain, patient did not underwent essure confirmation test were added. Patient's medical history was added. Concomitant drugs added. On 1-mar-2018: events per mr: nova sure ablation performed concomitantly with essure insertion was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain, even when not menstruating/pain") and hyperthyroidism ("auto-immune disorder: subclinical hyperthyoidism") in a 34-year-old female patient who had essure (batch no: 624842) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent essure confirmation test" and medical device monitoring error "nova sure ablation performed with essure insertion". The patient's concurrent conditions included anxiety, depression, irritable bowel syndrome, dysfunctional uterine bleeding, menometrorrhagia, fibroids and endometriosis externa. Concomitant products included omeprazole, salbutamol (albuterol) and venlafaxine. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe menstrual pain/dysmenorrhea (cramping)"), menorrhagia ("abnormally heavy menstrual bleeding/ prolonged menstrual bleeding/menorrhagia"), dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"), rash ("rashes/rashes or skin conditions type"), alopecia ("hair loss/hair loss"), fatigue ("chronic fatigue/fatigue") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In 2009, the patient experienced migraine ("a worsening of her migraine headaches/migraines / headaches"). On (B)(6) 2009, the patient experienced anxiety ("anxiety") and migraine with aura ("ocular migraines"). On (B)(6) 2012, the patient experienced hypothyroidism ("subclinical hypothyroidism"). In 2012, the patient experienced hyperthyroidism (seriousness criterion medically significant). On (B)(6) 2014, the patient experienced adenomyosis ("adenomyosis"). On an unknown date, the patient experienced abdominal pain lower ("severe lower abdominal pain/severe abdominal cramping, even when not menstruating/cramping"), dysgeusia ("metallic taste in mouth"), abdominal distension ("severe bloating"), pruritus ("itching on/of her inner thighs and elbows"), abdominal pain ("abdominal pain") and back pain ("lower back pain"). The patient was treated with surgery (total hysterectomy, bilateral salpingectomy,oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain lower, dyspareunia, alopecia and fatigue had resolved, the hyperthyroidism, vaginal haemorrhage, abdominal pain and back pain outcome was unknown and the dysmenorrhoea, menorrhagia, dysgeusia, abdominal distension, migraine, anxiety, rash, pruritus, migraine with aura, hypothyroidism and adenomyosis was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, adenomyosis, alopecia, anxiety, back pain, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, hyperthyroidism, hypothyroidism, menorrhagia, migraine, migraine with aura, pelvic pain, pruritus, rash and vaginal haemorrhage to be related to essure. The reporter commented: despite treatment, patient's symptoms did not improve and, as a result, on (B)(6) 2016, patient met with doctor to discuss various treatment options, including the possibility of having surgery to remove the essure micro-inserts. On (B)(6) 2016, patient underwent a total hysterectomy and bilateral salpingectomy, during which her uterus, cervix, and both fallopian tubes were all removed. Since her removal surgery, patient's symptoms had mostly resolved, though some remain. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records dysmenorrhea, pelvic pain, adenomyosis. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records nova sure ablation performed concomitantly with essure insertion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-jul-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain, even when not menstruating") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced anxiety ("anxiety") and migraine with aura ("ocular migraines"). In (B)(6) 2012, the patient experienced hypothyroidism ("subclinical hypothyroidism"). In (B)(6) 2014, the patient experienced adenomyosis ("adenomyosis"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe menstrual pain"), abdominal pain lower ("severe lower abdominal pain/ severe abdominal cramping, even when not menstruating"), menorrhagia ("abnormally heavy menstrual bleeding/ prolonged menstrual bleeding"), dysgeusia ("metallic taste in mouth"), abdominal distension ("severe bloating"), migraine ("a worsening of her migraine headaches"), dyspareunia ("painful intercourse"), rash ("rashes"), pruritus ("itching on/of her inner thighs and elbows"), alopecia ("hair loss") and fatigue ("chronic fatigue"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain lower, menorrhagia, dysgeusia, abdominal distension, migraine, dyspareunia, anxiety, rash, pruritus, alopecia, fatigue, migraine with aura, hypothyroidism and adenomyosis was resolving. The reporter considered abdominal distension, adenomyosis, alopecia, anxiety, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, hypothyroidism, menorrhagia, migraine, migraine with aura, pelvic pain, pruritus, rash and abdominal pain lower to be related to essure. The reporter commented: despite treatment, patient's symptoms did not improve and, as a result, in (B)(6) 2016, patient met with doctor to discuss various treatment options, including the possibility of having surgery to remove the essure micro-inserts. On (B)(6) 2016, patient underwent a total hysterectomy and bilateral salpingectomy, during which her uterus, cervix, and both fallopian tubes were all removed. Since her removal surgery, patient's symptoms had mostly resolved, though some remain. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.